Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove the essure implant in (B)(6) 2016. ). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus; /expulsion of essure device"), pelvic pain ("pain") and menorrhagia ("abnormal bleeding enorrhagia") in a 31-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding, ovarian cyst and depressed mood. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, 2 years 6 months after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding; (vaginal"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti,"), bacterial vaginosis ("bacterial vaginosis") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (surgery to remove the essure implant), surgery (surgery to remove the essure implant ) and surgery (ablation (B)(6)(2016). Essure was removed on (2016. At the time of the report, the device expulsion, pelvic pain, menorrhagia, vaginal haemorrhage, urinary tract infection, bacterial vaginosis and dysmenorrhoea outcome was unknown. The reporter considered bacterial vaginosis, device expulsion, dysmenorrhoea, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: total bilateral occlusion quality-safety evaluation of ptc: unable to confirm compalint most recent follow-up information incorporated above includes: on (B)(6) 2018: new pfs received- abnormal bleeding; (vaginal, menorrhagia); infection (bladder/ urinary tract/vaginal) type: uti,bacterial vaginosis; migration of essure device location of device: uterus; dysmenorrhea (cramping); were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus; /expulsion of essure device"), pelvic pain ("pain"), menorrhagia ("abnormal bleeding enorrhagia") and pelvic inflammatory disease ("pelvic inflammatory disease") in a 31-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous, abdominal pain, epigastric pain, lower abdominal pain, low back pain, coughing, irregular menstruation, depression, anxiety, adhd, smoker, diarrhea, hemorrhagic cystitis, renal stone, endometriosis, endometrial ablation and vaginal delivery in 2013. On (B)(6)2013: patient underwent CT abdomen and pelvis. Previously administered products included for an unreported indication: toradol. Concurrent conditions included uterine bleeding, ovarian cyst, depressed mood, atelectasis, emesis, haematochezia, loose stools, headache, pain, discomfort, gastroenteritis, chills, urinary frequency, urinary urgency, urine odour abnormal, hematuria, vaginal discharge, left lower quadrant pain, urinary tract infection, white blood cell count low, smoker, uterine bleeding and ovarian cyst ruptured. Concomitant products included acetylsalicylic acid;caffeine;paracetamol (excedrin), codeine phosphate;paracetamol (tylenol with codeine no.3), hydromorphone, ibuprofen and medroxyprogesterone acetate (depo provera). On (B)(6)2013, the patient had essure inserted. On(B)(6)2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 2 years 6 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding; (vaginal"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti,"), bacterial vaginosis ("bacterial vaginosis"), dysmenorrhoea ("dysmenorrhea (cramping)") and pelvic inflammatory disease (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation (B)(6)2016 and surgery to remove the essure implant). Essure was removed on (B)(6)2016. At the time of the report, the device expulsion, pelvic pain, menorrhagia, vaginal haemorrhage, urinary tract infection, bacterial vaginosis, dysmenorrhoea and pelvic inflammatory disease outcome was unknown. The reporter considered bacterial vaginosis, device expulsion, dysmenorrhoea, menorrhagia, pelvic inflammatory disease, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: successful tubal occlusion after essure implants.; on (B)(6)2016: results: bilateral tubal occlusions with absence of the essure device on the right. Endometrial canal status post oblation.. Pathology test - on (B)(6)-2013: uterus, polypectomy: endometrial polyp.; on (B)(6)2016: uterus, endometrium, polypectomy: endometrial polyps and fragments of leiomyomata. Quality-safety evaluation of ptc: unable to confirm compalint most recent follow-up information incorporated above includes: on 4-jan-2019: medical record received. Pelvic inflammatory disease event was added from mr. Concomitant and historical conditions were added. Lab data was added. Concomitant drug was added. Reporter information was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.